Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2007. Subsequently, the patient was revised on (B)(6), 2012, due to tibial loosening and patella pain. The tibial bearing and tibial plate were removed and replaced, and the patella was resurfaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. No other complaints for this item/lot number have been reported. The tibial bearing removed during this revision procedure was made by biomet orthopedics, and reported under medwatch 1825034-2012-00457.